Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the geo module. The device resumed expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, free floating table movements were unavailable during a planned non-emergency treatment. The procedure was completed as planned. The philips service engineer inspected the system onsite and confirmed that the pan-knob, which allows for free floating table movements, was defective. The standalone free floating pan handle was used to complete the procedure. The service engineer replaced the geometry module, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Manual lateral and longitudinal movements of the tabletop are needed to move the relevant part of the patient into the center of the x-ray beam. The pan handle and the pan-knob on the geometry module are used to release the brakes and as such allow manual movements. If the table cannot be manually positioned, the region of interest can be centered by moving the stand. Additionally, the table brakes are released when the geometry stop button is pressed, therefore loss of manual table movements is not likely to cause or contribute to death or a serious injury. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.